Event description:
The hospital reported that immediately upon initiation of the procedure, they noted poor oxygenation saturation and low po2's. The unit was changed out before the perfusionist had removed the cross clamp. The patient was not affected.